Event description:
The customer reported via phone call that they had a backlight anomaly. The customer stated the backlight appeared to be dimmer on their insulin pump. Customer also reported they were unable to read the insulin pump's screen as result. The customer also reported the buttons were hard to press on the insulin pump. Customer's blood glucose was 147 mg/dl. The customer's insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with the back light very dim, problem isolated to the lcd board. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.